Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/24/2022 it was reported by a sales representative via sems that an ar-9510-2 reverse lever locking broach handle had an issue during a case. The handle blew off during the case. All was retrieved from the patient and there was no harm. It was replaced and there were no further complications.

Manufacturer narrative:
Complaint confirmed. Visual evaluation noticed that the welded pin is missing. Functional testing found that the device does not work as required.